Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, smoker, immediate implantation, inadequate bone quality/quantity, mobility.